Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. The unit was analyzed and the 23065 0x1 error was found indicating fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw motor module was inspected, and no faults could be identified. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history does not reveal any related or duplicate records. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, intuitive surgical inc. (Isi) representative reported from offsite that the customer reported there were repeated recoverable errors observed on universal surgical manipulator (usm) arm. Technical service engineer (tse) confirmed the error logs showed error 23065 on usm 1 and the logs also showed error 100 on all four arms with error 282 error on usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: intuitive surgical inc. (Isi) rep confirmed that the procedure was completed using all four universal surgical manipulator (usm) arms. There was no patient injury or harm.